Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03619. It was reported the patient experienced ineffective stimulation due to high impedance on the leads. As a result surgical intervention was undertaken during which one of the leads explanted and replaced and the other leads was re-positioned. Surgical intervention addressed the issue. Note: all of the patient's leads are being reported as explanted as it is unknown which lead was replaced.

Event description:
Related manufacturer reference number: 3006705815-2019-03619.